Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the edema at the battery implant site was significantly improved resulting in the consumer being able to get six coupling boxes, so the pocket revision was cancelled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) they were unable to achieve more than four coupling boxes, and even that was difficult to maintain. Troubleshooting was performed including using a new recharger, trying different positions during recharging, using the antenna locator, and adding spacers, but this didn't resolve the issue. It was noted the consumer was grossly obese. The rep. Was going to see the consumer on (B)(6) to see if an additional week of healing at the implant site would help. After the rep. Met with the consumer, the issue remained unresolved so a pocket revision was scheduled for (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.